Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased capture threshold could not be conclusively determined. (B)(4).

Event description:
During follow up, a high capture threshold was noted on the left ventricular lead. The lead was deactivated and remains implanted. The patient will be monitored. The patient is stable.